Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system displayed high out of range shock impedances of greater than 125 ohms. The shock impedances over the last six months have ranged from approximately 110 ohms to 138 ohms. It was noted the shock impedance has gradually been increasing. The root cause for the clinical observations remains undetermined. No further troubleshooting was performed. At this time, the plan is to continue monitoring the patient, this ICD remains in service and there were no adverse patient effects reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system displayed high out of range shock impedances greater than 125 ohms. The shock impedances over the least six months have ranged from approximately 110 ohms to 138 ohms. It was noted the shock impedance has gradually been increasing. The root cause for the clinical observations remains undetermined. No further troubleshooting was performed. At this time, the plan is to continue monitoring the patient. This ICD remains in service and there were no adverse patient effects reported. It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system displayed high out of range shock impedances greater than 125 ohms. The shock impedances over the least six months have ranged from approximately 110 ohms to 138 ohms. It was noted the shock impedance has gradually been increasing. The root cause for the clinical observations remains undetermined. No further troubleshooting was performed. At this time, the plan is to continue monitoring the patient. This ICD remains in service and there were no adverse patient effects reported. It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the device was later returned with no additional information linking the explant to the previous reported observations.